Manufacturer narrative:
At filing date, product had not been returned for manufacturer's evaluation. Follow-up will be issued if necessary based upon investigation results.

Event description:
It was reported by the customer that they have had a number of cassettes rupture or burst during a procedure. There was patient involvement, however no adverse consequences were reported.